Event description:
It was reported that bd intima ii¿ IV catheter had foreign matter. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: it was found 2 intima with black dot on the prn.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7048206 . Our records show that this is the only instance of this issue occurring in this production batch. The customer returned one sample to aid in the investigation. The black foreign matter was imbedded in the sleeve stopper and was immovable. It was likely that the defect was a rubber coking which occurs after high temperature carbonization and is considered a sleeve stopper material defect. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima ii¿ IV catheter had foreign matter. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: it was found 2 intima with black dot on the prn.